Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was using cold insulin. Additionally, it was reported that the wake button was sticking. There was no reported adverse impact to the customer's blood glucose level. Reportedly, customer continued using pump for insulin therapy.